Manufacturer narrative:
The insulin pump alarmed button error and the down arrow button was unresponsive due to corroded keypad traces. The device had cracked reservoir tube lip, minor scratches on the lcd, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer doesn't recall his blood glucose at the time the alarm occurred. The alarm occurred last night; he pulled out the battery and the device functioned. In the middle of the night the device alarmed again button error and in the morning the buttons were unresponsive. Customer doesn't recall any other significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.